Event description:
It was reported to philips that the footswitch for the allura device was responding intermittently. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system but unable to replicate the issue. Fse examined the system and found that footswitch was old and rusty. Fse replaced the footswitch due to aged and rusty reasons. After replacement of foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.